Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, the customer requested confirmation that no medications remained in the station. All drawers were opened to allow visual verification by the field service engineer (fse) that no medications were present in the cubie pockets. The 151801 01 control board is suspected to be defective. After confirming the station was empty, the customer approved powering down the unit. The station is expected to be returned within approximately three weeks, as the facility is permanently closing and will not reopen. Per the customer, no further fse onsite support is required, and no parts were used during the visit.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawers were offline and the screen was stuck. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.